Event description:
The customer contact reported the pump did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified concentration of dobutamine with a dose of "10 mcg" and an unspecified concentration of dopamine with a dose of "2.5 mcg". No programming parameters were provided. At 2045, it was noted that the pt's blood pressure was "in the 50's". The customer contact reported that unspecified doses of albumin, calcium and levophed, were initiated and the pt's blood pressure was reported to increase to the "80's". The nurse noted that the device "lights were on like it was running and it was not running and it was not alarming." The device was removed from clinical service. Therapy was resumed using a replacement pump and "immediately the blood pressure responded." There were no reported adverse pt sequelae. During testing at the user facility, the device "passed functional testing for delivery accuracy, occlusion testing, and for audible alarm." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospital personnel.